Event description:
Baxter reported that a transfer set has been replaced due to the leakage of peritoneal dialysis fluid though the tubing. The transfer set was placed in 2005. There was no patient injury or medical intervention associated with this incident per baxter.